Event description:
During an air flow sensor replacement visit, a trilogy ev300 ventilator failed required pre-operational diagnostic testing. Diagnostic testing confirmed the device failed the active exhalation verification test, with measured values outside acceptable tolerance limits. The field service engineer discontinued the fco per procedure, created follow-up incident work orders, and submitted repair quotes to the customer. No patient use, intervention, or harm was reported. Device evaluation confirmed failure of the active exhalation verification test. Failure analysis is ongoing, with the active exhalation component and proportional valve reportedly under evaluation. At the time of this report, no components have been replaced, as customer approval for repair is pending. No additional service was performed. The fco 81 was not implemented due to failure of pre-operational testing. Final functional verification testing has not been completed pending repair. Investigation remains ongoing.